Event description:
On 09/27/2024, zyno medical received a report that during the preventive maintenance (pm), the 30 psi test had failed at 20.21. No report patient was involved.

Manufacturer narrative:
There are no previous complaints on the device. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the 30 psi test failed at 20.21. The recalibration confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 20.21psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed one prior similar complaint. The failure mode was confirmed, and the probable cause was determined to be component and calibration issue., which resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).